Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl and moderate ketones. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.